Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result on a (B)(6) male admitted for chest pain and vomiting on (B)(6) 2017 at 09:08, and discharged on (B)(6) 2017 at 20:26. The customer states that the I-stat result was 0.00. The actual result is unknown, <0.40 was reported. There was no additional patient information at the time of this report. EKG and/or echo were not performed and there is no evidence the patient was having an mi. The customer states that return product is available for investigation. (B)(6). At this time and based on the limited information there is no reason to suspect a malfunction exits. There are no injuries associated with this event. The investigation is underway.

Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 10/05/2017. Retain and return product was tested and the customer's complaint was not reproduced.

Event description:
Na.